Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. It was reported that multiple bg meters were used throughout the same sensor session. The dexcom g5 mobile continuous glucose monitoring system user's guide states: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate. The patient took medication(s) containing acetaminophen. The dexcom g5 mobile continuous glucose monitoring system user's guide states: taking medications with acetaminophen (such as tylenol or excedrin extra strength) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person. At the time of contact, no injury or medical intervention was reported.